Event description:
After generator change, the rv shock impedance was greater than 150 ohms; the pacing and sensing were normal and the lead looked normal, without any obvious externalization of the coils. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. 20-aug-2025 lead capped on 14-aug-2025. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.